Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 25, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up due to additional information). H6: (identification of evaluation codes 11, 3331, 4114, 3259, 4307). The sample was not returned: however, a picture was provided that confirmed one of the yellow non-vented caps, on the manifold, was broken off. A representative retention sample was inspected for damage with no anomalies noted on the device specifically with the manifold. All capiox units are 100% visually inspected at several points in the production and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the center of the yellow luer cap broke off in the right-side port of the manifold. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.